Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and heart failure. The blood glucose reading was 1300mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. After receiving a tubing clamp the customer called back to perform the high pressure test and passed. The customer mentioned having an issue while pressing the button in certain ways to get the up arrow button to respond, and the numbers were ramping on their own. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump did not react on its own. No number ramping or scrolling screen noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump had a scratched display window and cracked reservoir tube. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.